Event description:
It was reported that when the home patient (hp) had changed the uv flash transfer set, the patient connector of the transfer set did not have a good connection with the titanium adapter. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, a follow-up will be submitted. Same event as (B)(4).

Manufacturer narrative:
(B)(4). As the device was not returned, an analysis cannot be completed.